Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the endoscope sheath, reusable to the service center for a separate issue. During the device analysis, the investigator indicates the ceramic tip (insulation beak) was broken. There was no patient involvement.